Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary incontinence. Following a physical examination and device performance assessment, the physician determined that the device was not performing as intended, and the cuff was not fully occluding the urethra. The physician also reported issues with operation of the control pump during attempts to transfer fluid to the cuff. A surgical procedure was performed in which the device was explanted. There were no further patient complications reported.

Manufacturer narrative:
Correction to b1: adverse event/product problem. Correction to c2/d10: concomitant product/therapy. Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100626937, model/catalog description: control pump fgs iz, unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100607860, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) # (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual inspection identified that the cuff tab was cut with a sharp instrument and that the tubing was worn to the filament; however, leakage testing was successfully completed without evidence of fluid loss from the cuff. The pump and tubing were visually inspected, leak tested, and functionally tested under the related product analysis record. Visual inspection identified tubing worn to the filament, while leakage testing was successfully completed without evidence of fluid loss. Functional testing demonstrated that the pump did not perform as intended, as it did not pass the resistor flow rate test. The balloon was visually inspected, and leak tested under the related product analysis record. Visual inspection identified that the balloon had a tear from avulsion and was non-spherical. Leakage testing confirmed fluid loss from the balloon due to the tear from avulsion. Based on the available test results and investigation, product analysis was able to confirm the reported device mechanical issue and pump mechanical issue, as the pump did not meet the resistor flow rate specification and the balloon exhibited fluid loss. A risk review was completed and confirmed that the event of mechanical malfunction or mechanical difficulty and device out of specification/malfunction was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported urinary incontinence is considered a known inherent risk of the device as addressed in product labeling and risk documentation. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary incontinence. Following a physical examination and device performance assessment, the physician determined that the device was not performing as intended, and the cuff was not fully occluding the urethra. The physician also reported issues with operation of the control pump during attempts to transfer fluid to the cuff. A surgical procedure was performed in which the device was explanted. There were no further patient complications reported.